Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that stent damage occurred and removal difficulties were encountered. The target lesion was located in the renal artery. A 5.0mmx19mmx150cm express® sd renal/biliary stent was advanced to dilate the lesion. However, during placement, it was noted that a strut was sticking out in the mid part of the stent and the device was unable to be advanced nor pulled back. The device was eventually removed and the procedure was completed with a different device. No patient complications were reported and patient's status was fine.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR, device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: returned product consisted of an express sd stented balloon catheter. The balloon and stent were tightly folded/crimped on. The tip, balloon, stent and shaft were microscopically, tactile and visually inspected. Inspection revealed damage to the stent located 22 mm from the tip (middle of the stent), with a stent strut lifted vertically up from the balloon and with damage to numerous struts around the lifted area. Functional testing was attempted by loading the tip of the express sd device into the hub of a lab supplied guide catheter, but the complaint device could not advance through the hub of the guide catheter due to the lifted/damaged portion of the stent. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. Bsc ID: (B)(4). Tw: (B)(4).

Event description:
It was reported that stent damage occurred and removal difficulties were encountered. The target lesion was located in the renal artery. A 5.0mmx19mmx150cm express® sd renal/biliary stent was advanced to dilate the lesion. However, during placement, it was noted that a strut was sticking out in the mid part of the stent and the device was unable to be advanced nor pulled back. The device was eventually removed and the procedure was completed with a different device. No patient complications were reported and patient's status was fine.